Event description:
New information provided: the scope did not malfunction in any of the cases. No other endo therapy devices were used.

Event description:
Correction to g3 of the initial medwatch. The aware date should be 13-may-2021.

Event description:
It is reported that a patient tested positive for the microorganism granulicatella adiacens after a procedure with an evis exera iii bronchovideoscope. The specimen was collected at the time of the procedure. Patient #1 (B)(6) (positive culture). Patient #2 (B)(6) (positive culture), this report. Patient #3 (B)(6) (no positive culture). Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.